Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no image. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: based on the below investigation result, the image sensor unit may have been broken, leading to the subject event. Since a scratch was observed on the universal cord, the probable cause of breakage is irregular load to the scratched site, resulting in the event. However, it was unable to be specified. Olympus will continue to monitor field performance for this device.